Manufacturer narrative:
.

Event description:
Reportedly, the pt was operated on for a hip replacement in 2006. Twelve days earlier, the pt had a sepsis at the aponevrosis. This required cleaning of the abcess and hospitalization time extended by one week. No add'l info was provided.